Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, unexpected battery power loss. The event involved product(s) mmt-1884, unomedical, mmt-332a. Troubleshooting was performed and confirmed customer received the reported issue replace battery alert/ replace battery now alarm and blank display. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. Customer will discontinue using the pump. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump did not pass the sleep current and active current measurement test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. No alarms or alerts noted during testing, however, power loss alarm on 07/15/2024 15:09:18.000, low battery alert on 07/15/2024 11:51:00.000, replace battery alert on 07/15/2024 14:27:00.000 and replace battery now alarm on 07/15/2024 14:58:00.000 were found in the history files. Pump was cut open to perform visual inspection and found¿moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and keypad overlay texture damage. Blank display was not observed during analysis and passed all required testing. Blank display was not confirmed. Unable to confirm high bgs. Unexpected battery power loss and charge/battery lasts less than expected were confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.